Manufacturer narrative:
Heartsine has requested return of the device for investigation. The customer has stated they will not be sending the device to heartsine due to local laws. Pictures of the device files were sent to heartsine and a clinical review was completed. Fifteen shocks were delivered with the heartsine sam pad. The electronic file downloaded from the AED is required to provide a full clinical and usability review. Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device has an expired battery and was used on a cardiac arrest patient. The patient did not survive the event. A clinical review will be completed to determine device contribution.